Event description:
Complainant alleged that during routine shift check by a clinician the device would not power up with various batteries. Complainant indicated that there was no pt involvement in the reported malfunction.